Manufacturer narrative:
The approximate age of the device is 2 years and 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was experiencing low speed and low flow alarms while connected to the power module. In addition, interrogation revealed pump stops. The patient was asymptomatic. Technical services reviewed the log files and confirmed these events. They recommended keeping the lvad connected to battery power or an ungrounded patient cable until further investigation was completed. A percutaneous lead replacement was performed. Immediately following the replacement, no alarms were noted on the grounded patient cable. The patient was to be monitored for a brief period of time and then discharged home with an ungrounded patient cable.

Manufacturer narrative:
Section d4, h3. H4: additional information. Section d10: only the replaced external portion of the percutaneous lead was returned for evaluation. The patient remains ongoing with the pump. Manufacturer's investigation conclusions: the reported low speed/flow alarms and pump stop events were confirmed via the submitted log file data. The submitted log file contained data spanning from (B)(6) 2019 at 13:59:59 to (B)(6) 2019 at 00:23:27, per the timestamp. Multiple low speed/flow alarms, as well as pump stop events, were captured on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019 while the system was operating on the power module. No other notable alarms were recorded. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s percutaneous lead; however, a specific cause for the low speed/flow alarms and pump stop events cannot be conclusively determined through the evaluation of the returned portion of percutaneous lead. A distal end percutaneous lead replacement was performed by a technical services representative on (B)(6) 2019. The approximately 18 inch segment of percutaneous lead replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The percutaneous lead was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The heartmate ii lvas IFU and patient handbook contain information on caring for the percutaneous lead. All heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. The patient remains ongoing on (B)(4) and further issues were reported under MFR. # (B)(4). No further information was provided. The manufacturer is closing the file on this event.